Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and sepsis. The cause of the events was not reported. It was reported that the patient was hospitalized for peritonitis, sepsis and another indication. The patient was treated with unspecified intraperitoneal antibiotics for the events. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.